Event description:
During the therapeutic implant of a vaxcel implantable port in a pt. The peel away sheath correctly peeled for 2 cm along the perforation line, but then the sheath and handle broke away from the device. The sheath was removed from the pt using a kelly and a scalpel surgical instrument. No components from the device were left in the pt per the complainant. A replacement peel away sheath was used and the procedure successully completed. No sequellae was identified by the complainant as a result of the reported problem.